Event description:
It was reported that in the magazine "rettungsdienst" an article related to an stryker m1 cot event has been reported. It is reported that a pt with an extreme spinal injury because of a ski accident was transported from (B)(6) to (B)(6). The pt was required to be moved onto the m1 cot which was fixed correctly. Whilst careful pulling the pt with the sheet onto the cot, the cot abruptly collapsed down into the lowest position, 36.6cm. The pt screamed of pain. The rescue svc acted immediately and moved the pt from the cot. It is observed that the metal tube broke near the welded area. There was pt involvement, however, there have been no reports of adverse consequences as a result of this...

Manufacturer narrative:
Slide tube weldment.